Event description:
Healthcare professional reported "deflation" against right device. The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening curved on posterior and delamination of the diapherm flange disk leak test and microscopic analysis was performed which identified: striated opening on posterior, crease flat and delamination of the diapherm flange disk. Based on the device analysis the final assessment is: a striated opening on posterior assessed as surgical damage. A delamination partial of the valve diapherm flange disk (adhesive failure) additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported "deflation" against right device. The device was explanted.